Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed the breakage of a force transmitting component of the delivery system. The condition of the device indicates the presence of increased friction leading to increased release force and subsequent deployment failure. Reportedly, the stent had been released outside the patient and was not returned. Therefore, a partial stent deployment could not be confirmed. Potential factors that could have led or contributed to a deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Event description:
It was reported that the vascular stent could not be deployed in the sfa since the delivery system became blocked during the first trigger attempt when the stent was being partially released. The delivery system was removed without issue and two other stents were placed to treat the lesion. No patient injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unwilling to provide any patient details.

Event description:
It was reported that the vascular stent could not be deployed in the sfa since the delivery system became blocked during the first trigger attempt. The delivery system was removed without issue and two other stents were placed to treat the lesion. No patient injury was reported.